Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed, and it passed. There was no log available to download. The allegation was undetermined. The root cause could not be determined.